Event description:
Origin of report: on thursday, (B)(6) 2017, at or about 1117 hours, the patient was undergoing an interventional endovascular procedure when a piece of access wire sheared off while being withdrawn from the patient's vessel. Preliminary investigation: on (B)(6) 2017, the patient came to the (B)(6) for an outpatient vascular procedure for his peripheral artery disease. During the procedure, a stiff micro-puncture kit (0.021 wire) was used and inserted into the patient's right leg. Specifically, the wire was inserted in the right distal anterior tibial artery in a chronic total occlusion portion of the vessel that had no blood flow prior to accessing it. During the extraction process, the wire fractured leaving a small portion still in the patient. The cardiologist examined the situation and determined that the course of action should be to leave the small portion of wire in the patient due to an increased risk of trauma to the vasculature. Disposition: the 0.021 wire that was used during the procedure was retained and sent to the manufacturer for analysis. The cardiologist that performed the procedure was unable to retrieve the remaining wire and because of that, the patient was consulted as to the outcome of the retained wire.